Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced diaphragmatic stimulation. It was noted that all configurations were attempted and the best configuration was the left ventricular ring to left ventricular tip. Additional information was provided that out of range pacing impedance measurements of greater than 2000 ohms were noted with configurations involving the lv tip. A boston scientific technical services (ts) consultant discussed increasing the pulse width (pw); the lead position, and pacing configurations. Additional information was provided that the device was later explanted due to normal battery depletion and was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.